Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint from customer biomed reporting a battery failure message on a v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue remotely and reported that the device had been in storage and not connected to a power supply. The customer reported a yellow message indicating a defective battery; the battery voltage was very low. A replacement battery was ordered for replacement. A philips authorized service provider (asp) evaluated the device onsite and confirmed the device reported a battery failure as if it did not have battery. The battery voltage was very low. The asp replaced the battery. The device was operational after repairs were completed.